Manufacturer narrative:
The initial incident report was submitted with incorrect manufacturing site information and registration number (B)(4). The correct manufacturing site information and registration number is (B)(4). Corrected data: d3 and g1 manufacturing site name and address information.

Event description:
It was reported that after a right shoulder arthroscopy and treatment under general anesthesia with cannulation on (B)(6) 2019. There was 50 ml intraoperative bleeding without transfusion and the surgery was uneventful. Patient had a rehabilitation therapy on (B)(6) 2019 in another hospital. The patient recovered well.

Event description:
It was reported that after recovery from anesthesia of a right shoulder arthroscopy and treatment with cannulation on (B)(6) 2019, there was 50 ml intraoperative bleeding without transfusion and the surgery was uneventful. Patient had a postoperative rehabilitation therapy on (B)(6) 2019 in another hospital and was discharged on (B)(6) 2019. The patient¿s symptoms were relieved and the medical condition was improved. The patient recovered well.

Manufacturer narrative:
Device is not being returned for evaluation. Per the email that was sent on (B)(6) 2019 from justin templeton medical director, medical affairs stated ¿please be aware that a follow-up form was provided that concluded that the hospitalization was for rehabilitation of the surgery and not a failure of the investigation device¿. As a result of this communication no further investigation will be performed.